Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was receiving an unknown medication at an unknown dose and concentration via an implantable pump used to treat malignant pain and carcinoma. It was reported that following a pump replacement procedure in (B)(6) 2011 (see manufacturer report # 3004209178-2016-00578) the patient got sick from the new pump. The patient was kept overnight for observation. The health care provider came in that night and saw that the site was infected. The patient was rushed to the operating room. It was noted that the system was removed a few days after implant. The doctor said that the pump caused the infection. Additional information was requested regarding the event date, serial number, diagnostics performed, and drug information. If additional information is received, the event will be updated.